Event description:
A female underwent aaa repair with another MFR's endoprostheses in '08. The pt's common iliacs were reported to be friable, calcified, and small. Analysis revealed a proximal aortic diameter range of 15mm-20mm and iliac artery diameters of 4mm-8mm. During ballooning, the physician inflated the coda balloon catheter partially outside of the iliac extender component and the pt's left common iliac artery ruptured. The physician attempted to surgically repair the ruptured artery. However, the pt hemorrhaged and expired. Images were sent to w.l. Gore and no autopsy will be performed.

Manufacturer narrative:
This device is shipped with instructions for use (IFU) listing the warnings, precautions, and the correct inflation procedure. The IFU specifically states do not exceed maximum inflation volume and that when used to expand vascular prosthesis, the balloon should remain within the prosthesis at least 1cm from the proximal or distal edge of the prosthesis. No product was received to assist in this investigation. An internal clinical review indicated that the event was due to a combination of pt anatomy and user error, however, we have notified the appropriate individuals and we will continue to monitor for similar events.